Manufacturer narrative:
The user reported a low glucose event on jan-18-2025 between 1:10 pm cst wwhere user's sg was greater than 40mg/dl and bg was 82 mg/dl.a review of the data management system (dms) data revealed that on 18-jan-2025 at 1:59 pm est user's sg was 45 mg/dl and bg was 82 mg/dl. A review of the alert history revealed that the user received low glucose alert at 1:54 pm est and then received out of range low glucose alerts as user's sg value was below 40 mg/dl. The user did not seek medical treatment. User's hcp was not aware of the event and was advised to follow up with their hcp for medical guidance.a case (complaintrec- (B)(4)) was created to address the sensor inaccuracies related issues related to the hypoglycemic event. A review of the in-vivo data revealed transient optical instability since implant on the (B)(6) 2025 through the day of the event on 18-jan-2025. This most likely contributed to the sg/bg mismatch at the time of the low glucose event. A review of 1 week worth data after the period of instability was analyzed (jan 24th,2025 to jan 31st,2025), and the system had stabilized with good agreement between bg/sg and was working within expectations. B4. Date of this report 17 april 2025. D1,d2a and d2b updated to eversense sensor. D4.additional device information updated 15 october 2024. G3.date received by the manufacturer? 17 april 2025. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturing date updated to h6. Health effect - clinical code updated to 4582. H6. Component code updated to 510. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event on (B)(6) 2025 at 01:10 pm where sg was greater than 40 mg/dl and bg was 82 mg/dl.after dms review it was confirmed that on (B)(6) 2025 at 01:04 pm where sg was greater than 40 mg/dl and bg was 82 mg/dl.after dms review, we confirmed that the user received a low glucose alert at 12:54 pm cst, when the sg was at 60mg/dl.the user's hcp wasn't aware of the event, user was advised to follow up with the hcp for further medical guidance.the user didn't seek any medical treatment as the bg was not on the alert levels.